Event description:
An emergency room doctor called on behalf of a pt who had blood glucose above 500 mg/dl. Doctor is correcting the blood glucose with a manual injection and stated that the pt will call back when he feels better to provide more details. Add'l details were never reported.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if some malfunction, mfg defect or other product condition could have contributed to the reported event. As no product lot number was reported, no qualification record review could be performed. The omnipod user's guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia), " and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones' this indicates severe hyperglycemia (high blood glucose)." It advises that "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)," and "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance."